Event description:
According to the reporter, during a rectosigmoidectomy, when the reload connected to the adapter was disconnected, a part of it had gotten stuck at the end of the adapter. It was noted that the tip of the adapter was broken. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that a broken piece of reload adapter was attached to the distal end of the signia adapter. The firing rod was noted to be out of home position. Functional testing found that the adapter was then connected to the gen2 adapter black box running gen2 acc software, and the strain gauge was unresponsive. There was were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. The adapter had 34 of 50 procedures remaining. The broken reload adapter could not be removed from the distal end of the signia adapter by pressing the reload unload button back toward the power handle then twisting and removing the reload from the adapter. The adapter was partially taken apart to allow the reload to be removed. The tip of the firing rod was damaged. The articulation mechanism was found to be out of home position the articulation mechanism was centered with an rpa manual retract tool. The adapter was reassembled, connected to a representative handle running v29.6 software, and the device calibrated correctly. An rpa reload could not be connected to the adapter. The adapter was fully disassembled. Damage to the the j-hook, tip backer, and firing rod was noted. Corresponding deformation was found on the sulu (single use loading unit) load link where the j-hook comes in contact with the loading unit load link. This deformation to the j-hook is consistent with the damage seen when the user tries to remove the reload when it is not opened all the way to its calibrated position. When the blue button is pushed and the j-hook is not completely depressed, the edge of the sulu load link will catch the j-hook and deform it. The disassembled adapter was then reconnected to the gen2 adapter black box running gen2 acc software, and the strain gauge was responsive. Due to the noted damaged, further testing was precluded. The sigadaptshort device was forwarded to engineering for evaluation of the damaged firing rod, damaged tip backer, and damaged j-hook. The device was disassembled and there was visual damage identified on the firing rod, tip backer, and j-hook components. Notably, the j-hook was bent inward and the leaf spring was depressed, indicating that the reload was forced past the j-hook on removal. The type of damage on these components suggests excessive force applied to the assembly as the root cause of the failure. Based on the 100% detection controls within the manufacturing assembly process and no indications of a detection control failure, the failure most likely occurred during use in the field and was not a result of the manufacturing process. The cause of the damaged adapter components was determined to most likely be excess force applied by the user when attempting to unload the device. It was reported that the tip of the adapter was broken. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: damaged firing rod, uart communication errors, articulation mechanism not in home position, firing rod not in home position, damaged tip backer, and damaged j-hook that have no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. If there is difficulty unloading a stapling reload, do not force it off, and then gives instructions for how to properly unload the sulu. Had there been this degree of damage to the adapter components at the time of assembly, there is a high level of confidence that it would have been detected by the controls in place. Based on this evaluation, no further actions have been deemed necessary at this time for manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.